Manufacturer narrative:
Received 1 used and 1 unopened foley catheter. The used sample was missing the valve/cap. The reported event was unconfirmed as the products met specification. Per the visual inspection, the exterior of the samples were inspected and no evidence of a failure was found, that would support the reported event. Per the functional testing, the samples were examined and no holes, rips, or tears were found. Water was introduced into the inflation lumen and it was found that the water progressed through the lumen and filled the balloon on the unaltered catheter. The balloon of the unaltered catheter was inflated with air, while submerged in water and no bubbles leaking from the drainage lumen were found. The flowrate for both samples were 1250-1260cc/min. The specification is 1200cc/min, so both samples met specification. Both of the samples were 30 french. The specification is 30 french +/- 1 french, so both of the samples also met this specification. The reported problem was unable to be reproduced during the evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the drain eye was too small; as a result, urine leaked around the meatus.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain eye was too small; as a result, urine leaked around the meatus.